Event description:
Note: this report pertains to a lithovue flexscope and a zero tip baskets used during the same procedure. It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a lithovue flexscope and zero tip baskets was used during a cystourethroscopy with left ureteral stent placement, cystourethroscopy with right ureteral stent placement, left retrograde pyelogram with fluoroscopic interpretation, left ureteroscopy with laser lithotripsy, right retrograde pyelogram with fluoroscopic interpretation, right ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2017. It was reported that the patient experienced an infection to the urinary tract.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis and if there is any further relevant information from that review, a supplemental medwatch will be filed.